Event description:
The technician alleged that the bed failed the ground test during the electrical safety test. No pt impact.

Manufacturer narrative:
The technician found the ground pin broken inside the power cord plug. The technician replaced the power cord to resolve the issue.